Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi mode (bvvi) resulting in high-voltage (hv) therapy being disabled. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.